Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the issue was resolved and the customer continued using pump for insulin therapy.